Manufacturer narrative:
Exact date unknown, event occurred several days ago from the aware date.

Event description:
It was reported that the patients lead had migrated and was confirmed in an x-ray. The patient was reprogrammed and was able to optimized therapy in hips and legs but was unable to get coverage in the shoulders. Numbness was also noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded.